Event description:
Pt presented in april 2003 and a stent was placed. In 2003 a perc tube was inserted and pushed the stent from the renal pelvis down toward the lower ureter and bladder. Trl's was done to clear the way for the stone removal in the upper ureter and renal pelvis. After removing the stones, the same nitinol stone basket was used to retrieve the stent. It was tangled up in the distal ureter and after grabbing it, the stent stretched and stretched until a large fragment broke off. A smaller fragment also broke off. Radiology had to assist. The pt was placed in lithotomy position and the remaining stent fragment was removed transurethrally. Another MFR's stent was placed post operatively. The whole process of removal took 3 hours. Risk management lab at the user facility has reviewed the case. The user facility is holding the stent per hosp policy. "The pt had a ureteral stent placed in april 2003. Pt returned for percutaneous nephrostolithomy done in 2003. During the procedure, it was noted that the stent had migrated down the ureter and was no longer in the kidney. This had been noted in 2003 during the initial part of the radiology. When an attempt to remove the stent was made, the stent broke and the original segment was removed. The remaining portion was eventually able to be pushed distally and was removed by performing cystoscopy and rigid ureteroscopy". Another MFR's stent was placed post operatively. No further pt complication or injury was reported.